Manufacturer narrative:
The customer¿s report of an unknown filter issue was confirmed. Visual inspection noted the set was broken at the engagement between the filter outlet port and tubing. Closer inspection under magnification noted that the outlet spigot of the filter was broken off and remained inside the tubing. A white section was observed on one portion of the damaged filter spigot. This white area is an indication of stress and coincides with the corresponding point of breakage/stress on the portion of the spigot remaining within the tubing. No tool marks were observed. Functional testing was deemed unnecessary due to the set being broken which would cause obvious leaking. The root cause of the customer¿s report is due to excessive force being applied to the filter as indicated by the visible stress marks at the breaks site. The root cause of the excessive force could not be determined.

Event description:
Unknown filter issue.